Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The lesion being treated was located in the right coronary artery (rca). A 3.00 x 32mm taxus express2 drug eluting stent was placed, a choice pt extra support guide wire and a jr4 guide catheter were used. After stent deployment the balloon would not deflate with the use of an indeflator. The physician removed the indeflator and was able to deflate the balloon by pulling negative with a syringe. No pt complications were reported. The pt's condition was reported as "satisfactory/good."